Event description:
The patient reported experiencing low blood glucose of 34 mg/dl on (B) (6) 2009. Her daughter gave her glucose and her blood glucose returned to normal, 100-180 mg/dl. She believes the infusion device delivers too much insulin. She switched to her backup infusion device. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.